Manufacturer narrative:
D10 concomitant product: cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot#: a5d1882y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open myomectomy procedure, the suture was applied to fat tissue and both the needle and thread broke after several stitches. It was noted that two sutures were used and had the same issue. Re-suturing was required with a new thread to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened devices were available for evaluation. Visual I nspection noted two suture threads and two needles. The suture threads were returned fully wound within the retainer. The needles were returned disengaged from the suture. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The needle swages were filled with suture material, indicating the sutures broke at the point of attachment needle. Dark coloration and suture stiffness were noted near the needle attachment point of the sutures. Functional testing on the opened complaint device was precluded as the needles were returned detached. It was reported that both the needle and thread broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.